Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the patient underwent bilateral removal and replacement as follow: left replaced with cat#: (B)(4) , serial number (B)(4), right replaced with cat#: 3501660, serial number (B)(4). Device received on 9/5/2019. Device evaluation: during evaluation of the sample a crease was observed on the posterior view. Within crease a tear was found, measuring approximately 0.1 cm. No other anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: right-mentor smooth round moderate profile 425cc saline breast implants, cat#:3501670 sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 425cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient scheduled for removal on (B)(6) 2019.